Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. The customer¿s pump was replaced, and they skipped troubleshooting because the replacement made it unnecessary to address the cartridge issue.